Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. No number ramping anomaly was noted. The insulin pump had a cracked display window corner and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error and had ramping numbers on the display. The blood glucose reading was 187 mg/dl. No significant events leading to the alarm were observed; the customer stated that the device had been working at lunch and that she wore the insulin pump in her bra. Advised discontinuation of the insulin pump. Nothing further reported.